Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative reported that it was identified that the paxscan processor and detector need to be replaced on the unit. The customer was quoted for these replacement parts, however, no parts have been replaced and no further investigation has occurred since.

Event description:
A medtronic representative reported that the 3d images were not displaying anatomy. The rep attempted to perform the rad gain and fluoro calibrations on the system and was unable to pass the gain calibrations. No patient was present during the time of the reported incident.